Event description:
New information noted that the ventricular tachycardia was terminated with a high voltage shock. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient went into ventricular tachycardia due to programming on the implantable cardioverter defibrillator. Progarmming changes were made to resolve the issue. The patient was in stable condition.